Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower required maintenance, issue started when the user tried to issue medications. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) connected to the machine and confirmed the failure. The fse contacted the customer and guided their on-site support to send three open commands and manually check the door. Once the door opened and was closed again, hardware test application (hta) showed it as closed, and fse completed testing of the entire cabinet along with customer-verified door functionality. The system functioned as intended after the field service engineer (fse) investigated the device.